Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Concomitant products: unknown cup, unknown stem, 139258 m2a magnum tpr insrt 103680 and 157446 m2a magnum mod hd 323240. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05112.

Event description:
It was reported that the patient was revised due to corrosion and elevated ion levels causing bone dissolution.